Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level due to pump reset. The customer was able to reload a cartridge onto the pump and resume insulin delivery. During the call with tandem technical support (cts), the customer reported to have experienced a blood glucose (bg) level of (70 mg/dl) the customer consumed food. The customer stated to be unsure on what caused bg level. A system check was performed with cts indicating the pump was functioning as intended.